Event description:
Device malfunction: none. Symptoms/ae: probable small posterior circulation stroke. Time of symptoms/ae: 18 days post-procedure. It was reported that 18 days post successful stent left internal carotid artery implantation the patient awoke with tingling in the left arm, leg and side of face, as well as some balance problems with falling on the left. A left carotid ultrasound showed no carotid stenosis on the left. CT scan of the head (dated 2007), demonstrated left vertebral origin stenosis of about 70% and no right carotid stenosis. The investigatior assessed the pt's left carotid stent, no carotid stenosis, no left hemispheric events but a probable small posterior circulation. Stroke. MRI of the brain (dated two month later) showed multiple white matter lesions concerning for demyelination and no evidence of acute ishemia. According to the investigator, there is no relationship to the procedure or stent as the stroke is in a different vascular territory. No additional information is available.